Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height drawer failed. The field service engineer (fse) found that the slide rails on drawer 1 of 3b back auxiliary had failed, with ball bearings falling out. The slide rail was replaced, and the drawer tested good. The user then recovered the drawer in the application and confirmed it was functioning properly. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the full height drawer 1 was failed. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.